Event description:
Livanova deutschland received a report that the 3t heater cooler resulted positive to gordonae bacteria. Lab results were provided. No patient was affected.

Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11 livanova deutschland manufactures the heater cooler 3t system, the event occurred in (B)(6). Reportedly, the device was cleaned regularly according to the IFU and surfaces were disinfected after each operation. However, prior to initial operation and before storage, neither the surfaces nor the water circuits are disinfected. Water quality monitoring and daily hydrogen peroxide (h2o2) checks, as prescribed by the IFU, are not performed. Also, based on current information, customer is unable to locate the required test strips. The device is stored filled with water to ensure readiness for emergency use. While h2o2 is added when water is changed every seven days, daily checks during periods of non-use, such as weekends, are not conducted. A disposable pall-aquasafe water filter with a 0.2 membrane, or an equivalent performance filter, is used for tap water as required. During operation, the device is positioned inside the operating theatre. The fan is oriented away from the sterile field, and the estimated distance between the surgical field and the device is approximately 2¿3 meters, with the unit tilted away from the patient. The 3t aerosol collection set is replaced according to the prescribed usage period. Regarding maintenance, technical service is performed by livanova, while cleaning and disinfection services are handled by a third party contracted by the customer. The customer confirmed that the device has been decommissioned and will no longer be used. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.